Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: device deployment at unintended site. Time of malfunction: during closure procedure. Symptom/ae: none. It was reported that a physician, in-training in use of the starclose device, attempted femoral arteriotomy closure after an interventional coronary artery procedure. The physician felt a "tactile sensation while advancing the clip and on deployment the clip became stuck at the shaft tip and pulled out of the shaft. At this point, the deployed clip was noted at the skin surface. The clip was removed from the wound and hemostasis was achieved with manual compression." Through requested, no additional information was available.